Event description:
The patient stated that he restarted v-go 40 on (B)(6) 2022 and the v-go 40 devices have come off 3 times from the side of his stomach and leg. The patient stated that the v-go came off of his leg while patient was walking and patient could feel the needle sticking him. The patient mentioned that the next day on (B)(6), the v-go came off while patient was at the gym and on (B)(6), the v-go came off while patient was in the tub at night. The patient estimates that all 3 v-go 40 devices were worn for about half the day.